Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th and 14th distal stent segments with struts raised. Deformation was evident to the distal tip, with the tip appearing flared. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to hardened blood in the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx drug eluting stent to treat a moderately tortuous and moderately calcified lesion, located in the proximal obtuse marginal, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. It was reported that the device failed to cross the lesion. Not much excessive force was used. It was reported that stent deformation occurred when withdrawing the stent. Patient status post-procedure is alive with no injury. The lesion was then treated with the same model stent.

Manufacturer narrative:
Image review: a photo was received capturing the endeavor resolute 2.25x30mm device. The lot# and size visible from the photograph. Deformation is visible to the mid-section of the stent, with what appears to be raised struts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.